Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 122 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
All buttons function properly however, insulin pump had moisture damage on keypad traces. No button error alarm noted during testing. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked battery tube and missing endcap sticker.